Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported that pump is worn against the skin. System check was performed with tandem technical support. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 107 mg/dl.